Event description:
Customer reports that the device shut down during use. Customer switched out the battery, but the device would not power up. No patient harm.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.